Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 4.1, lab: 6.0. Date: (B)(6)2010, inratio: 4.0, lab: ng. Pt had a nose bleed and went to the ER 45 mins after inratio reading of 4.1. He also stopped taking coumadin. Pt did another comparison with new strip lot #234526 using and his doctor's inratio meter: date: (B)(6)2010, inr: 1.7, 1.7.

Manufacturer narrative:
Investigation pending.